Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2014 with the following findings: the black box showed no evidence of a short battery life and several consecutive call service alarms. All current draws were within specification and there were no short battery life or any other alarms during the investigation. No intermittent condition was found to the power circuit and the product performed within specification. Unrelated to the initial complaint, the display was observed to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a short battery life issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).